Manufacturer narrative:
(B)(4). The excor blood pump s/n (B)(4) was used from (B)(6) 2013 to (B)(6) 2014 for 115 days. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. By visual inspection of the returned blood pump a defect of the air-side layer of the triple layer membrane was detected. Evaluation of the blood pu,p s/n (B)(4) is ongoing.

Event description:
Berlin heart gmbh was informed by the site that the blood pump in a patient support in lvad configuration is not ejecting properly and observed a pillow shape of membrane. The site suspected that the air-side layer of the triple layer membrane is defective. The site exchanged the blood pump in question. The patient is doing well. Ref# imp (B)(4).